Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that up, down, and okay buttons were unresponsive. There was moisture behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: the keypad was found to be peeling at the ok button. During testing, the up arrow and down arrow keypad button was found to be unresponsive; the ok button was unresponsive but when pressed acted as if it was the contrast button. The contrast button responded appropriately. The keypad was removed and there was evidence of contamination found under all key contacts. A keypad leak was found when the leak test was performed. The pump case was opened and moisture was found throughout the pump case.